Manufacturer narrative:
Update to the original medwatch report. Section b5 has been updated to include the additional informaiton received. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Information received 03sep2024: 1. In regard to the safari2 guidewire, can you confirm: a. Was the curve of the safari2 guidewire constrained within a catheter during insertion into and withdrawal from the body or treatment site? Not from what I could see and if you review the images, the safari wire didn't look kinked at any time b. Did the physician monitor the wire position throughout the procedure for proper placement of the curve and distal tip? Yes. 2. Physician assessment of the relationship to this event to the device is documented as unrelated. A. In the physician's opinion, what was the cause? From their point of view, the safari was stuck twice during the retrieving, first on the stent of the valve and second in one of the arches. 3. Is this a new or experienced user? They are experience with acurate, not super experienced but with quite a cases done. 4. Was the same safari2 guidewire used to facilitate the valvuloplasty and the valve implant? Yes. 5. Was the same safari2 guidewire used to facilitate the second valve (if not, was a second safari2 used, or a different guidewire)? A different one. 6. Was there any damage noted to the safari2 guidewire prior to or after the procedure? Yes, after, but it might have been cause while pulling the valve out (embolization) a. If damage was noted, where on the wire was the damage? Right after the loop. 7. Are any images of the safari2 available? Only the images of the case. 8. You noted that you don't have the safari2 lot readily available. Do you know the safari2 upn? No. Information received 04sep2024: media received to review comprised the procedural angiogram. Procedure was performed accordingly. The valve was positioned, expanded and deployed. A post dilation was performed, which expanded further the valve, that appeared to be well expanded. Upon retrieval o the safari wire, this got stuck in the lower crown of the valve, which, after pulling, made the valve embolize to the ascending aorta. Following images show the valve being snared and a second valve being positioned and implanted in the aortic annulus. Aortic root angiogram following implantation showed a moderate regurgitation to the left ventricle. The two-dimensional nature of the angiogram does not allow one to conclude if the regurgitation is paravalvular and / or central. Per the jet, it looks paravalvular. The same image shows the first implanted accurate device, freely moving in the ascending aorta. By evaluating the images, it appears that the safari wire interacted with the lower crown, being one important factor contributing to the valve migration.

Manufacturer narrative:
Product was discarded; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: · never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. · the curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As described in the device instructions for use (dfu): 1. Ensure a catheter is properly placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4. Insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5. Carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6. Remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7. Advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B. The safari2tm guidewire is pulled back completely into the catheter. C. The safari2tm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that procedural and/or clinical factors may have impacted on the event as reported. The lot number for the device was not provided; therefore, section d4 could not be completed, including the UDI number. Attempts to gather further details to obtain the information missing or unknown on this form have been made; however, at the time of this report no additional information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: after implanting the accurate valve and post-dilatation due to under expansion, the procedure was initially successful. However, the valve dislodged when retrieving the safari wire with a pigtail. They discussed using the pigtail, but then the first operator said it would be fine. The safari wire got stuck in the stent of the valve and also caused some traction over an arch in the inner curvature. The valve moved up without compromising coronary flow. Another accurate valve was implanted successfully. Where did the problem occur? Inside the patient was the problem associated with labeled use? No action taken by the physician to try to resolve the event: other intervention (describe) tavi event resolved? Yes physician assessment of the relationship of the event to the device: unrelated what was the vascular access site? Radial femoral what type and size of introducer sheath used? Sleeve 14f how many valves were required to complete the procedure? 2 b. If more than one valve was implanted indicate sequence: both with accurate additional information received 01aug2024: question: after the first valve moved, was it still in contact with the annulus (or was it completely above the annulus)? Answer: above the annulus question: was the second valve implanted as a valve-in-valve? Answer: - no. The first one was in the ascending aorta, close to the arch, grabbed by the snare. Second valve was implanted without even touching the 1st one question: how were they able to get the safari out (e.g was additional device/intervention needed to untangle it from the valve)? Answer: the safari only got tangled to the 1st valve during the retrieve of the safari. After those seconds, safari immediately has released from the device. Question: you noted, "the safari wire got stuck in the stent of the valve and also caused some traction over an arch in the inner curvature." Can you help clarify what the bolded section means? Answer: when puling the safari out, the tip of the safari got tangle on the stent of accurate. But the upper portion of the safari, at the level of the arches, it has moved to the inner curvature of the ascending aorta (normal behavior when pulling), but that position has created some tension/traction on the stabilization arch question: safari lot number: answer: unknown question: will the safari be returning (if not, was it discarded)? Answer: no, discarded question: were there any patient complications? Answer: no, the patient was stable all the time, no complications were verified question: has the patient been discharged? Answer: the patient have been discharged in a very good condition although there was no patient complication reported in this case, this event is being reported due to the potential for serious injury if the incident were to reoccur.